Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that two self-drilling variable screws at the superior cervical level backed out of a patient sometime post-operatively. The screws reportedly backed out 1-2 threads in length and occurred sometime 2-6 weeks post-operatively. According to the report, the patient is doing fine and no revision surgery is necessary.